Manufacturer narrative:
A ge service rep performed an on site investigation. The left monitor was replaced during the svc call. The sys was tested and found to be working as intended and put back into svc.

Event description:
It was reported that the 9800 system left monitor was blank during a case. No pt injury was reported.